Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). Combination product ¿ yes. Retained sample from the same lot was evaluated and the reported event was not confirmed. Retained sample showed no unusual behavior during mixing, handling or setting. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The complaint was not confirmed; the root cause is likely related to the temperature of the operating room as the behavior of cement is dependent on temperature. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the cement hardened too quickly after being applied to the patient's bone. As a result, the prosthesis could not be implanted and the cement had to be removed from the patient. Another set of cement was used to complete the procedure.